Event description:
Procedure: thoraco/wedge/segmental resection. According to the reporter: the first and second firing were performed with endo gia ii 60-4.8 sulu and were well completed. During the third fire with an endo gia ii 60-3.5 sulu, a cracking sound was heard and the anvil was bent. On the fourth fire with an endo gia ii 60-3.5 sulu, the cartridge broke. The tissue was treated with another device. After that, while irrigating the cavity, a component was found inside the cavity and was retrieved. The procedure was completed laparoscopically. Bleeding reported as over 500cc. Pt status was reported as ok.

Manufacturer narrative:
Initial report sent to FDA on 08/12/2008.